Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to verify flashing white display, vibrate anomaly, beeping anomaly, insulin flow blocked alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was flashing and vibrating. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump screen flashing when screen was turned on after being in sleep mode. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.